Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent a bilateral c3 to c7 keyhole foraminotomies with revision foraminotomy at c3-c4 bilaterally, c6-c7 laminectomy, c4-c7 lateral mass screw fixation, and a c4-c7 fusion utilizing crushed allograft and rhbmp-2/acs. The patient reportedly has pain, male infertility, neck fractures, infection in the neck and bank, bulging discs, obstruction of airway, deterioration of the spine, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent bilateral c3 to c7 keyhole foraminotomies with revision foraminotomy at c3-c4 bilaterally, c6-c7 laminectomy, c4-c7 lateral mass screw fixation, and the c4-c7 fusion utilizing rhbmp-2/acs. The patient later returned home, but his pain and difficulties did not subside. The patient now experiences injuries and damages including neck pain, back pain, shoulder pain, male infertility, neck fractures, infection in the neck and bank, bulging discs, obstruction of airway, deterioration of the spine, and narcotic dependence from prescribed painkillers.